Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported a patient experienced grade 3 hemorrhage during a superdimension procedure. The patient was treated with thrombin & balloon tamponade.

Event description:
Grade 3 bronchopulmonary hemorrhage (required thrombin and balloon tamponade).